Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.00/+5.0/084 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to lens rotation not associated to a low vault. The lens was repositioned but the problem was not resolved and the lens was explanted. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was due to patient related factor.

Manufacturer narrative:
H3- product evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Additional information: b5: previous statement: the lens was repositioned but the problem was not resolved and the lens was explanted. The lens was exchanged for a shorter lens and the problem was resolved. Corrected statement: after repositioning excessive vault was observed. The lens was exchanged for a shorter lens on 30-nov- 2019 and the problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h6- device code 1583 should be added to the previous MDR. Claim# (B)(4).